Event description:
It was reported that the saw would not turn off. Attempts to obtain pt involvement and adverse consequences from the account have been unsuccessful.

Manufacturer narrative:
The handpiece was returned to the manufacturer and the event was confirmed. The carriage assembly compression spring was fatigued and was unable to return the magnet carriers to the off position. The device was repaired and returned to the account.